Event description:
It was reported that the pt has expired approximately after implant duration of 0.03 months, due to severe coagulopathy. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Severe coagulopathy. Device not returned.